Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock slid to unlock easily during use. So, the tip came off from the hand piece unintentionally. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified no damages to the device. Functional testing confirmed the tip lock slid up easily when operating the device in high mode and the tip began to come loose. Device is used for treatment. The root cause of the reported issue is attributed to the tip lock thickness is at the low end of specification the event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
There was about 0-15 minutes delay in the surgery, because the surgeon finished the surgery with this complaint product.